Manufacturer narrative:
(B)(4).

Event description:
It was reported there were low impedances. The health care provider noted the patient's recollection was not very accurate and it was hard to tell what therapy implications there had been. The patient's friend had noted they believed the patient had been doing better the last six months. It was unclear if therapy was helping the patient. It was noted, the patient was having more dyskinesias. All bipolar impedances were in the 50s, 60s, and 70s for ohms. Therapy impedance was 71 ohms. In (B)(6) 2012, therapy impedance was 882 ohms and in (B)(6) 2012 therapy impedance was 500 ohms. It was noted there were no electrode changes in between the last impedance reading and the (B)(6) reading, stimulation was just increased. It was noted, the patient does fall and "could have damaged it." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID: 3387-40 lot# l74012, implanted: 2000 (B)(6), product type lead product ID: 7495-51 lot# serial# (B)(4), implanted: 2000 (B)(6), product type extension product ID: 3387-40 lot# l74116, implanted: 2000 (B)(6), product type lead product ID: 7495-51 lot# serial# (B)(4), implanted: 2000 (B)(6), product type extension product ID: 7438 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient (B)(4).

Event description:
It was reported therapy impedance was 64 ohms. All mono-polars were in the 300¿s. All bipolar pairs were less than 50 ohms. The health care professional was unsure of when this happened but it was noted in between the patient¿s appointment in (B)(6) and their last visit a few weeks prior to report. Patient had had a return of dyskinesias. Refer to manufacturer report number 3004209178-2013-06335 for report on the patient¿s other device. It was unclear which device had low impedances.